Event description:
It was reported that the right ventricular lead exhibited an elevated capture threshold, loss of capture and exit block. The lead was explanted and replaced when an attempt to reposition was unsuccessful.new information received notes that prior to explant, dislodgement was observed.

Event description:
Additional information received notes that prior to explant, lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited an elevated capture threshold, loss of capture and exit block. The lead was explanted and replaced when an attempt to reposition was unsuccessful.